Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-09575. Related manufacturer reference number: 2938836-2020-09576. It was reported that the patient presented to the clinic with contact dermatitis type symptoms. They had an allergy test performed and the patient came back with an allergy to cobalt, titanium, and manganese. Plan of care is a course of steroids and then re-evaluate condition. There is no planned procedure or explant scheduled at this time. The patient was stable.